Event description:
On (B)(6) 2019 a biozorb device was implanted on my left breast at the time of my lumpectomy. My surgeon told me that I needed the biozorb device as a marker for the radiation I will need to have. My son and I asked the side effects this device might caused and we were told "none and yes I must have it". She gave us the impression the surgery cannot be done without it. Shortly after, I started experiencing constant pain. In (B)(6) of 2019, I complaint of the severe constant pain and requested to have this biozorb device removed. I expressed that I could not deal with the pain and agony it was causing me. I cannot sleep regardless which side I move as the pain is always there. I was told the pain will subside and the biozorb will dissolved within 6 to 9 months, to give it time. At every visit, I complaint of the severe pain to no avail. When I saw my radiologist oncologist, he told me that he did not needed the biozorb device as a marker because he will need to use his own indian tattoo markers as a guide. During the period of six months I have several rash episodes throughout my body. In (B)(6) 2020, I couldn't take the pain anymore and I went to another surgeon and requested to have the biozorb device removed. I complaint of the severe constant pain that has not subside, but instead has worsen. This surgeon told me that this biozorb device was intended to be used in large breasts patients and not in patients with small breast as mine, size 32a. The implant was bulky and can be seeing and felt through my skin, in other words it was "popped out". On (B)(6) 2020, this new surgeon performed a total bilateral mastectomy. As devastated as I felt and still feel to this day, I couldn't see any other options but to have this procedure in order to get some relieve. I do not want any else to experienced the pain and agony and the emotional suffering I experienced. This will remained with me for the rest of my life. I feel this biozorb device should have never been used in us and it should be off the market. We are been used as guinea pigs for the only purpose of a company's profit, "it's all about the money". This company does not care what damages it causes us, and the pain and suffering we go through, as long as they are making money on us. I am appealing to the FDA to please take this biozorb device product off the market immediately. FDA safety report ID# (B)(4).